Event description:
It was reported that the pt experienced blood glucose of 600mg/dl at 1:45pm without signs or symptoms of hyperglycemia reported. Her reported blood glucose was 147mg/dl in the morning. The pt stated that she received an occlusion alarm and changed the infusion set and cartridge. She said she then completed the ezprime function and alleged that an alarm reoccurred again during the prime phase. The pt stated that she changed the tubing and an alarm occurred again during the prime phase. During the contact, the pt inserted another new cartridge and received a loss of prime warning after the prime phase was completed. She confirmed that she does not reuse cartridges, she stores them at room temperature, and they are not expired. A family member delivered correction insulin via syringe; blood glucose resolved to 333mg/dl within about two hours.

Manufacturer narrative:
The pump was returned to animas for eval. A review of the black box revealed a single occlusion alarm associated with an unidentified force occurred at 11:50am on the day of the event. Subsequently, several loss of prime warnings occurred. The history download for (B)(6) 2010, revealed four prime operations between 12:14pm and 12:21pm; each prime was less than 2 units. This history is inconsistent with the report given by the pt. During testing, an ezprime operation was performed with no difficulties. The pump was exercised for 24 hours without duplication of occlusion alarms or random loss of prime warnings. No insulin delivery defects were observed.